Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir is leaking. The customer stated that he was receiving air bubbles and that he works outside in a cold environment. The customer also stated that he smelled insulin in the reservoir chamber and that he did not pull out the o-rings. Nothing further was reported.